Event description:
Patient advised to have medtronic 7289 defibrillator replaced due to battery life expectation of only 2 to 3 months. Patient admitted to hospital for battery removal and replacement.